Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock during cardiac rehabilitation. When the episode was checked it was noted that the inappropriate shock was caused by oversensing the r- wave. The physician was consulted and the device was reprogrammed to the alternate sensing vector from the secondary sensing vector. Exercise testing was performed to replicate the inappropriate shock, and it was noted that less oversensing was seen in the alternate sensing vector and t-wave oversensing and inappropriate shock was not observed. The patient was discharged and a possible device replacement was noted. Additional information received noted that this patient was transported to the hospital due to an inappropriate shock during exercise. It was noted that during the last follow up in (B)(6) 2021 an event was seen which led to a charge due to noise in the secondary sensing vector, thus the device was programmed to the alternate sensing vector. A manual automatic set up was requested, however it was not possible to perform as the impedance measurements were abnormal. The patient was kept at the hospital with no change in the device settings and device data was going to be extracted and reviewed by the physician. The device data was extracted from the device and was analyzed by the physician. It was noted that the rate during the inappropriate shock event was 180 beats per minute, thus the problem may be inevitable even if the therapy zone was increased. Changing this device to an implantable cardioverter defibrillation was discussed. A request for technical review was needed. A review by technical services (ts) discussed performing additional screening and possible options of a system placement revision. The healthcare professional noted that exercise testing and additional screening will be performed. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation be updated.